Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during a pt event, following CPR, the quik-combo therapy electrodes were connected to the pt for defibrillation therapy, but the device showed only dashed lines on the screen. The end user changed the device to display paddles lead, and there were still just dashed lines showing. The device was not recognizing a pt connection through the paddles lead and therefore, would not have been able to deliver defibrillation therapy. The end user was able to deploy a back-up AED with the same therapy electrodes, and continued pt care. The outcome of the pt was not reported.